Manufacturer narrative:
Review of the capture-r ready-screen 3 results shows that the sample was visually positive for cell 3 (k positive). The reaction in cell 3 was interpreted as negative, but visually appeared positive with a slightly fuzzy button and light adherence seen in the background of the well. The positive control well reacted as expected. Customer had identified an anti-k in the sample on the echo capture-r ready ID (crrid) assay. Review of the crrid results shows that the sample was negative for all cells. Visually the sample was positive for cell 7 (homozygous for k), but interpreted as negative. The reaction visually appeared positive with a slightly fuzzy button and light adherence seen in the background of the well. This issue was addressed under customer communication cc-09-042-02 where the echo may interpret reactions that appear weak positive as negative.

Event description:
Customer reported unexpected negative reactivity occurring on a patient sample when 3 cell screen was performed on galileo echo. A sample with an anti-k reacted negative on the echo, but visually appeared positive.